Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "used hybrid revision driver to remove 4.0 x 14mm variable self tapping screws. During removal of 2nd screw, the inner shaft twisted off at the threaded tip. Used a 2nd inner shaft to remove a 3rd screw."